Event description:
It was reported by the customer that the left monitor made a noise and intermittently blanked out. There was no pt injury reported.

Manufacturer narrative:
A ge service rep performed an on site investigation and parts are on order. Continued service is currently under investigation. A follow up report will be filed when additional details become available.